Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that, when discussing withdrawal and a possible mass at the catheter tip, ¿others have had it¿.